Event description:
The customer reported that during a bariatric procedure, a piece from the shaft of the device that is near the jaws detached but not into the pt. There was no pt injury. No further info is available from the site.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.